Event description:
The customer contact reported that during testing at the user facility, the device did not pass the volume alarm test at the low volume setting. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. The device piezo was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.